Event description:
Dr. (B)(6) was attempting to advance the stent into a heavy calcified circumflex coronary artery through an 8f ebu with 2 asahi grand slam wires and a guidzilla micro cath. The curvature was acute. There was tension and resistance, therefore, when dr. (B)(6) attempted to pull the stents back and reposition, the stents dislodged from the stent system, resulting both wires broke off into the lcx coronary artery. He captured the stent and stented the two pieces of grand slam wires in place. The case was finished, and no harm to the patient was reported.